Manufacturer narrative:
(B)(4).

Event description:
It was reported that the ventilator top display has lines through it. There was no patient connected to the device at the time of the event. Covidien is not authorized to repair the ventilator at this time.